Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a barb sticking out of the side of the cannula. The customer also stated that the electrode is sticking out of the cannula. The customer states when they inserted the sensor, they experienced pain at the site. The customer's blood glucose level at the time of incident was unknown. The sensor is being returned and replaced.

Manufacturer narrative:
Evaluated one opened/used sensor; performed visual inspection and found insertion needle bent inside sensor base. We were unable to confirm if customer received sensor in that condition due to customer returning it opened/used.